Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations were not confirmed; however, the reported patient symptoms of post operative wound infection, dehiscence are known risks associated with implant of these devices as indicated in the instructions for use (IFU). There is no objective evidence that the user did not properly handle or use the device according to the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) after the suture on the incision site opened up. The patient was prescribed antibiotics for several months; however, the symptoms did not fully resolve. A surgical procedure was performed in which the existing device was removed and after a washout was done, a new device was implanted. There were no further patient complications.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) after the suture on the incision site opened up. The patient was prescribed antibiotics for several months; however, the symptoms did not fully resolve. A surgical procedure was performed in which the existing device was removed and after a washout was done, a new device was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.